Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On unknown dates during duodopa titration phase, the patient experienced air in the belly and liquid in the belly and was hospitalized on (B)(6) 2018. The patient underwent an emergency laparotomy in which two robinson drains (douglas and left upper belly) were placed for seven days. On (B)(6) 2018, the patient experienced pain in the stomach around the peg wound and a paralytic ileus. On (B)(6) 2018, the patient experienced stomach pain and abdominal distention. The patient was treated with unspecified antibiotics from (B)(6) 2018. No further information was available as the physician refused to provide any further information due to data protection.